Event description:
The customer contact reported, the device powered off by itself w/o sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of morphine. No specific programming parameters were provided. After an unspecified length of time while the nurse was reviewing the programming with the pt's caregiver, it was reported the device powered off by itself w/o sounding an audible alarm tone. The caregiver powered the device on; however, the device powered off again with no audible alarm tone. The device was removed from clinical service. The customer contact reported the pt had an order for an unspecified pain medication for breakthrough pain; however it was unspecified if the pt rec'd the pain medication. After an unspecified length of time therapy was resumed with a replaced with a replacement device. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2012, the device was programmed for continuous and bolus delivery in mg, with a 25mg/ml concentration, a 10mg/hr continuous rate, a 5mg bolus dose, a 15 min bolus lockout, no dose limit selected 2500mg container size. On (B)(6) 2012, the delivery was started. The device continued in use at the programmed settings. On (B)(6) 2012 at 0348, a change batteries alarm occurred. At 0405, the device was powered on using batteries. Between 0426 and 0430, a power loss (h) alarm occurred, the device was powered on using batteries 5 times and was powered off. This report represents all the info known by the rptr upon query by hospira personnel.